Manufacturer narrative:
Batch review performed on 19 may 2026 gmk-revision 02.15.e029 moto patella e-cross d 29 (k213071) lot: 2421817: (B)(4) items manufactured and released on 11-sept-2024. Expiration date: 2029-sept-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.0412scf fixed tibial insert semiconstrained s.4 / 12 mm (k103170) lot: 2116747: (B)(4) items manufactured and released on 12-jan-2022. Expiration date: 2026-dec-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore joint stability, and revised the patella implant. Based on the information available, no definitive root cause can be established, while there is no indication that any potential issue with the devices may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 1 year and 2 months from primary, the patient came in presenting anterior knee pain over the patella knee joint and the cause is unknown. The patient complained of the patella getting caught in ps femur notch. Laxity and scar tissue was observed. There are no indications of trauma. The surgeon revised the moto d 29 patella to a moto d 38 patella and revised the semiconstrained 12mm insert to an insert p.s. 14mm s4. The surgery was completed successfully.